Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that an asymptomatic pacer-dependent patient presented in-clinic with episodes of non-sustained lead noise. Egms revealed complete loss of rv capture and intermittent loss of lv capture. Programming changes were recommended. No further information is available.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
New information received notes that when the patient presented in clinic, decreased sensing was observed. Lead dislodgement was suspected. When repositioning was unsuccessful, the lead was explanted and replaced. The patient condition was good before and after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.